Event description:
Customer's sister reported meter results of 306 mg/dl, 438 mg/dl, 56 mg/dl, 385 mg/dl, and 136 mg/dl within 10 minutes on the advantage system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.